Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call low blood glucose, high blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 40 mg/dl and as high as 600 mg/dl. Customer treated their high blood glucose via manual injections. Customer's mother advised the patient was off of the insulin pump for almost 2 years and now wanted to go back on the device to control their fluctuating blood glucose levels. Customer performed and passed both the self-test and displacement test.